Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during trochanteric fixation nailing (tfn) procedure, the head of the coupling screw broke off while surgeon was malleting the helical blade inserter. In addition, helical blade inserter handle was noticed to be bent when surgeon was removing the instruments. There were no fragments left in patient and the surgery was successfully completed with same instruments. A surgical delay of five minutes was reported. The patient's post-surgical status/outcome was reported as "fine". This complaint addresses the broken coupling screw. This report is 1 of 1 for (B)(4).